Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and, in several visits, replaced the sample probe arm, rebuilt the sample pump panel and r2 pump panel, replaced the r2 transducer and the ultrasonics board, cleaned the windows, replaced the source lamp, r2 drain assembly and r2 metering pump motor and screw, set the syringe gaps, and aligned the photometer. Subsequent precision and quality controls were within acceptable ranges. The cause of imprecise hb1c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Imprecise hb1c (hemoglobin a1c) results were obtained when running quality controls (qc) on a dimension exl 200 instrument. It is unknown how many patient samples were run when quality controls were imprecise. There were no complaints from doctors regarding hb1c results during this time. There are no reports of patient intervention or adverse health consequences due to the imprecise qc results.